Manufacturer narrative:
(B)(4); device was not returned for evaluation. Based on the photographic evidence the event description can be confirmed. However, based on photographic evidence alone the cause of the complication cannot be determined.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon applied four clips to cystic duct and all four clips scissored. The surgeon reported that he usually fires two clips on patient side and one on specimen side but surgeon actually fired an extra clip on patient side since the all the clips scissored. The surgeon left the four scissored clips in place as he said ends of clip crossed on the clips but he felt clips and they felt secure. These four clips were the only four clips fired on case (the same device was used for entire case). There were no patient consequences reported. The device was discarded.